Manufacturer narrative:
See section d4 for the lot number provided. See section d8/d9 for device available for evaluation status. See section h6 evaluation codes (type of investigation): updated to 4114 - device not returned as the incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. <p class="">section b5 (describe event or problem): originally reported as the customer reported that the foley catheter was dislodging. Additional information was received and stated that the tubing disconnected from the catheter itself. There was no patient injury reported and should be the customer reported that the foley catheter was dislodging. Additional information was received and stated that the tubing disconnected from the catheter itself. Per customer, there were no balloon issues. The catheter remained in the patient, but the tubing disconnected from the catheter, sliding out without manipulating or tearing of the green tape. There was no patient injury reported.</p><p class="formli" style="margin-left: 0.5in;">;</p>;;.

Event description:
The customer reported that the foley catheter was dislodging. Additional information was received and stated that the tubing disconnected from the catheter itself. Per customer, there were no balloon issues. The catheter remained in the patient, but the tubing disconnected from the catheter, sliding out without manipulating or tearing of the green tape. There was no patient injury reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 08-sep-2020. The physical sample was received for the evaluation and a representative picture was provided for the analysis. Upon visual evaluation, catheter disconnection has been observed. Therefore, the reported condition is confirmed. There have been cases reported in the past for catheter detachment, of which a corrective and preventative action (CAPA) was opened in october 2020 to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. Any further actions will be designed to prevent the reoccurrence of the reported condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley catheter was dislodging. Additional information was received and stated that the tubing disconnected from the catheter itself. There was no patient injury reported.